Event description:
It was reported surgical intervention was undertaken wherein the leads were explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00547. It was reported the patients leads displayed high impedances. Surgical intervention may be pending to address the issue.